Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged one day after implant. It was noted that the implantable pulse generator (ipg) device was not sutured and moved a significant amount, which caused the leads to dislodge. The rv lead was explanted and replaced. The ra lead was repositioned and remains in use. The ipg device remains in use. No patient complications have been reported as a result of this event.